Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a leak was observed at the pump segment and onto the floor while chemotherapy was infusing. Furthermore, it was noted that the patient did not receive the entire dose as the medication. Although requested, additional information was not provided.